Manufacturer narrative:
Event was reported to have occurred on an unreported date "previously". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a "few episodes" of peritonitis. The cause and treatment of the events were unknown. At the time of this report, the patient recovered from the events. Pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.